Manufacturer narrative:
D3. Manufacturing plant address, city, zip code, state, country: corrected. H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump ehl showed the error code matched there, and it was found the keypad or more specifically the dose key was stuck. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the keypad and performed the keypad test.

Event description:
It was reported that the pump exhibited a red screen during infusion and displayed error codes 45520 and 0004. There was unknown patient involvement, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.